Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not closing despite it being physically closed. The customer performed multiple reboots and attempted to recover storage space, but the issue still persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to close. A field service engineer (fse) identified that the latch sensor was out of place and that cause a full height cubie drawer 6 failure. Fse reseated the sensor to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.